Manufacturer narrative:
Left in patient.

Manufacturer narrative:
The reason for this revision surgery was reported as a dislocation due to a neurological issue and a possible infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was left in the patient and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr 15436 showed 30 parts (part number: 52001254) flagged for metal shavings visible on the comparator, the parts were accepted with the justification "parts reviewed by marketing and deemed acceptable." Ncmr 15436 also showed the parts were also flagged for tool marks on the parts, and accepted with the justification "salt blast light but present in cement grooves will function as intended." A review of the implant device history records (dhrs) and product complaint report (pcr) database records show that the reported component used in the previous surgery met design and manufacturing requirements. This is the first complaint for this part from this lot. The device was verified to have gone through acceptable sterilization processes and was within its expiration date at the time of use during the previous surgery. The root cause for the revision was most likely due to the dislocation caused by the patients neurological condition as reported. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's possible infection. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - an anterior dislocation due to a neurologic issue and a possible infection. The surgeon converted a turon to a reverse shoulder prosthesis.